Event description:
Due to the patient's anatomy, the physician planned to use an iliac leg extension in the right iliac. After placement, angiogram revealed a type I endoleak. The right hypogastric was occluded, and an additional iliac leg graft was placed in the right iliac. The device was carried down past the occluded hypogastric. Final angiogram revealed no sign of endoleak.